Manufacturer narrative:
The product is in transit. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following a cataract surgery with an intraocular lens (iol) implantation, the patient experienced floaters and flashes of light during 2 months after surgery. The iol was exchanged approximately 2 months after the initial surgery. Additional information has been requested. Additional information was provided indicating that the patient's symptoms have resolved.

Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. The lens has been cut in half, typical of insertion and removal from the eye. A power and resolution test could not be performed due to extensive damage to the lens. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).